Manufacturer narrative:
Information reporting this event was received by olympus (B)(4) on july 4, 2012, via fax from the(B)(6). The manufacturer (omsc) was not notified about this event in 2012. Upon notifying olympus of this event, the (B)(6) requested that olympus file a medical device vigilance (meddev) report, conduct an analysis of the causes of the incident, user manual, and the cleaning manual, and respond to a list of questions. (B)(6)'s letter also stated that it had asked the user facility to conduct an analysis of the device at an independent laboratory of its choice. Olympys submitted a meddev report on july 13, 2012, including information obtained during a visit to the user facility by olympus representatives. As documented in the meddev report, the user facility reported that the device had been tested and found compliant on may 12, 2012, prior to use on the first of the five patients; subsequently the device was tested and found to be contaminated (number of cfu not stated). The user facility reported that same device had been used on other patients after the first patient, but they were not found to be contaminated. The user facility quarantined the endoscope. The user facility reported that its reprocessing procedure included the use of the adaptascope washer/disinfector (j&j) (erroneously called aseptoscopes in the meddev) and that the department had two washing/disinfection machines. The user facility also reported that the following were tested with nothing to report: other endoscopes, feedwater quality, and washing/disinfection machine. The user facility was supposed to send the device to an independent laboratory for testing, and not to olympus. Instead, the user facility sent the device to an olympus repair/service facility without any special instructions. Because the user facility was under a service contract, the service/repair facility conducted necessary repairs and servicing and then returned the device to the user facility. Since the device had been disassembled and parts replaced during repair and servicing, the device could not be tested. Documents pertaining to this event were discovered recently during a retrospective document review, and informal english translations of associated correspondence with the (B)(6) and user facility were received by omsc on june 24, 2016. The event was not escalated to omsc in 2012 the retrospective document review revealed a july 10, 2013 (one year after the event) email from olympus to omsc that attached a letter from the (B)(6) to olympus dated july 8, 2013, mentioning contamination and patient infections at this user facility in the context of an investigation of an event at another institution (MDR #8010047-2013-00595).

Event description:
The user facility reported that, during the period (B)(6) 2012, five patients undergoing endoscopy of the bile duct developed an infection with multi-drug resistant pseudomonas aeruginosa (identical strain in all five patients). The same duodenoscope (tjf-q180v, serial number (B)(4)) was used for all five patients. The user facility did not provide patient-specific information. This is report two of five.